Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid superficial femoral artery. The 6 x 120 mm absolute pro and the 6 x 150 mm absolute pro stents were implanted. The next day, the patient returned and they discovered a stent fracture in the 6 x 120 mm absolute pro stent. A supera stent was implanted to reinforce the stent fracture zone. Flow was restored in the tibial arteries. No additional information was provided.